Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported a revision was required for the patient's left proximal femur. It was reported that the patient's diagnosis was: remission osteosarcoma. The surgeon requested: "please design proximal femoral...to allow for further lengthening".

Manufacturer narrative:
An event regarding alleged maximum extension involving a jts proximal femur was reported. The event was confirmed by x-ray. The device has reached its maximum extension and successfully fulfilled its function. Therefore this is not a reportable event.

Event description:
It was reported a revision was required for the patient's left proximal femur. It was reported that the patient's diagnosis was: remission osteosarcoma. The surgeon requested: "please design proximal femoral...to allow for further lengthening".